Event description:
It was reported that arteriotomy closure the right common femoral artery was achieved using the starclose se device after an unspecified procedure. Reportedly, for six months following the procedure the patient experienced pain at the closure site. The clip of the starclose se device was removed. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency